Manufacturer narrative:
(B)(4).

Event description:
It was reported that an alert for non-sustained vt/vf due to noise was observed via remote transmission. The patient was not pacemaker dependent and was asymptomatic. The noise was intermittently observed. Programming changes were previously made. Myopotential oversensing was suspected. Further programming changes were recommended. The patient will continue to be monitored.